Event description:
The customer reported the selector switch is falling.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips representative. The issue was confirmed, the device failed to power up due a failed energy select switch. The energy select switch was replaced to resolve the issue. The device then passed all testing and remains at the customer site for use. Philips concluded that this was a malfunction of the energy select switch.